Event description:
During preventative maintenance of the device, the user observed an "overspeed 3" error message. Since the event occurred during preventative maintenance, there was no pt involvement during this event.